Manufacturer narrative:
Device was not evaluated due the no sample was returned for investigation. As of today, device return has been requested for this complaint but has not become available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. A clinical evaluation was also not possible as no clinically relevant documentation was provided. If the device or further information is provided in the future then this complaint may be reopened. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. No clinically relevant documentation was provided; therefore a thorough medical investigation could not be performed at this time. We have been unable to determine a root cause on this occasion but all complaints will continue to be tracked and trended to detect any recurring issues and if needed, corrective action(s) will be initiated at that time.

Event description:
It was reported that unit was unable to be used so surgeon debrided with a blade.